Manufacturer narrative:
A follow-up report will be filed when the quality investigation has been completed.

Event description:
It was reported that brown liquid was observed coming from the core micro drill during a case. There were no pt or user injuries, and no adverse consequences.